Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the sheath was placed inside the patient, the sheath tore while removing the guidewire from the device. The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that residue was present indicating use/handling. A physical examination of the device found the dilator inside the sheath. The edge of the sheath tip was torn and pulled outward. The reported complaint was confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the sheath was placed inside the patient, the sheath tore while removing the guidewire from the device. The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.